Event description:
During a laparoscopic appendectomy procedure, both devices made a grinding noise, and did not fire very well. There was no reported pt consequence.

Event description:
Additional information: " the staple line was malformed and not complete".